Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.

Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, bard is unable to determine the associated labeling and (B)(4) to review. If additional information is received, a follow-up report will be submitted. "Lawyer-filed report - (B)(6)."